Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that it seems like the insulin pump was giving more insulin then what it should and the insulin pump had hardware low level failures error. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.